Event description:
It was reported that an unspecified number of syringe 0.3ml 30g 8mm 10bag 500 EU experienced a defective/damaged stopper and scale marking issues which were noted prior to use. The following information was provided by the initial reporter: bd micro-fine + demi needles (0.3mm/ 30g x 8mm). Lot : 8288956. Manuf: 2018-11. Exp : 2023-10. Ref: 324826. The customer has reported that the plunger may be faulty on some of the syringes in the pack (a boxed 10x10 pack was supplied) as it doesn't seem to reach the top inside the tube without leaving a gap. Also, she has reported that some of the unit markings are rubbing off at the lower end of the scale, she is concerned that as she needs to administer a very small dose to her cat, these faulty syringes have the potential for error.

Manufacturer narrative:
H.6. Investigation summary customer returned (60) 30gx8mm, 0.3ml bd insulin syringes from lot 8288956 (40 from four sealed polybags and 20 from two opened polybags). The customer has reported that the plunger may be faulty on some of the syringes in the pack, and also, she has reported that some of the unit markings are rubbing off at the lower end of the scale. 30 syringes (20 from opened polybags and 10 from a sealed polybag) were examined, and it was observed that 16 of the syringes exhibited scratched print (see attached photos). These 30 syringes were tested for scale marking ink adhesion, and it was observed that no ink came off. No evidence of manufacturing defect regarding the plunger rod placement was observed. Manufacturing (holdrege) will be notified of the observed issue. A review of the device history record was completed for batch# 8288956. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure (scratched print) bd was not able to duplicate or confirm the customer¿s indicated failure (plunger rod incorrect placement) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: "on 23 jan 2020, holdrege received a photo complaint. A visual evaluation of the photo exhibited scratched print on the printed barrel around the 30 unit scale line and numeral. Printer process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona to get a good adhesion of the ink to the molded barrel. Assembly process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Packaging process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. Root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.3ml 30g 8mm 10bag 500 EU experienced a defective/damaged stopper and scale marking issues which were noted prior to use. The following information was provided by the initial reporter: bd micro-fine + demi needles (0.3mm/ 30g x 8mm). Lot : 8288956, manuf: 2018-11, exp : 2023-10, ref: (B)(4). The customer has reported that the plunger may be faulty on some of the syringes in the pack (a boxed 10x10 pack was supplied) as it doesn't seem to reach the top inside the tube without leaving a gap. Also, she has reported that some of the unit markings are rubbing off at the lower end of the scale, she is concerned that as she needs to administer a very small dose to her cat, these faulty syringes have the potential for error.